Manufacturer narrative:
(B)(4). The investigation was completed on 09/23/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.63 on a (B)(6) female patient who presented with upper rib pain. There was no additional patient information available at the time of this report. Date: (B)(6) 2014, time: 0225, instrument: I-stat, ctni results: 0.00, sample: sample a- customer was unable to find this tube on (B)(6) 2014 to verify the fill volume; 0839, I-stat, 0.6,3 sample b- <500 ul of sample was in the tube when the customer checked it on 21-aug-2014; 0915, I-stat, 0.00, sample c - tube was filled. There were no injuries reported with this event. Apoc has reviewed the data and determined that although the result of 0.63 (positive result) is suspect; there is no confirmation a malfunction exits. The samples as reported were not filled per manufacturing instructions. At this time there is not enough information available to support that the product was not performing to specification at the customer site. The investigation is underway.

Manufacturer narrative:
(B)(4).